Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing, fatigued. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. The customer alleges insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer performed displacement test and they were able to passed the test and said no reservoir. The insulin pump will not be returned for analysis.